Manufacturer narrative:
Product event summary #the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The device was programmed to aai<(><<)>(><(><<)><(><<)>)>>ddd. There are very few v-paces (1123 between (B)(6) 2008 and (B)(6) 2013); without an occasional vpace, an impedance measurement cannot be made, which is why the v impedance trend is sporadic. The save to disk on this device was also noted to have been taken almost 2 months after the device was explanted.

Event description:
It was reported that the right ventricular (rv) lead had failed. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Addr01, implantable pulse generator, 2008-(B)(6); 5068, implantable pacing lead, 1999-(B)(6). (B)(4).